Manufacturer narrative:
Additional information received 12/23/2011: the patient sent the catalog/lot number. This is the same event as 1043534-2011-00896, 00898. Also, the user facility advises no medwatch was filed for this event.

Event description:
Allegedly revised due to patient reaction. Per medwatch report # (B)(4).

Manufacturer narrative:
Report # (B)(4). Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00896.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed and analysis shows no trend for item/lot number. Device history record reviewed and indicates the product met specification when manufactured. Package insert reviewed. Product not returned for evaluation. Based on the information available for this investigation, use of device cannot be determined.